Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock in which the shock lead impedance measured less than 20 ohms. The shock was appropriate and did convert the arrythmia. However, upon a device interrogation a code 1004 was observed indicative of a short circuit condition. Technical services recommended replacing both the device and the lead. At this time, the ICD system remains in service. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock in which the shock lead impedance measured less than 20 ohms. The shock was appropriate and did convert the arrythmia. However, upon a device interrogation a code 1004 was observed indicative of a short circuit condition. Technical services recommended replacing both the device and the lead. At this time, the ICD system remains in service. No adverse patient effects were reported.